Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the customer reported complaint of the instrument cautery post being snapped off. However, during the evaluation it was observed that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument had 4 uses remaining. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure the cautery post snapped off. There were no missing or fallen pieces reported. The customer did not allege any patient harm, adverse outcome or injury.